Manufacturer narrative:
Facility and address provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The probe is visibly bent which caused the instrument to not register or be viewed by the camera. Another probe and a few other instruments had no issue with verifying or being viewed by the camera.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a post on the passive planar blunt was bent. The instrument would not navigate with the sphere on, but when the sphere was off it could track. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the damaged occurred prior to receiving the system.